Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters had safety mechanisms that would not disengage. The following information was provided by the initial reporter, translated from (B)(6) to english: "pvk where the cork has been loosened a little as usual before pvk setting, but then the mandrel is pulled out and white cork should be put on pvk it loosens a transparent part before the white cap so it is not possible to attach the white the cork for pvk. Very difficult to try to loosen the white cap with one hand and at the same time hold the vessel above to avoid carnage."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. See h.10.

Event description:
It was reported that 10 bd venflon¿ pro safety shielded IV catheters had safety mechanisms that would not disengage. The following information was provided by the initial reporter, translated from swedish to english: "pvk where the cork has been loosened a little as usual before pvk setting, but then the mandrel is pulled out and white cork should be put on pvk it loosens a transparent part before the white cap so it is not possible to attach the white the cork for pvk. Very difficult to try to loosen the white cap with one hand and at the same time hold the vessel above to avoid carnage."